Manufacturer narrative:
The screw trip broke off during surgery. Examination of the returned trial liner confirmed that the snap ring and screw components are missing. It should be noted, the area where the c-clip and threaded insert should be located has gouging damage, indicating possible forcible removal. Previous investigations for the broken screw component found the root cause to be the user over-tightening the threaded insert during use and intentionally disassembling the snap ring from the screw for surgical preference or cleaning. (B)(4) was conducted in november of 2011. The investigation did not establish the need for corrective action based on no immediate patient risk, the low frequency of reported events, and suspected customer misuse as the root cause. No evidence was found of product or design error as a contributing factor. All subsequent complaints regarding failures within the pinnacle trial liner product family will be monitored under post market surveillance (B)(4). Based on the investigation the need for corrective action is not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate.

Event description:
The screw trip broke off during surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.